Event description:
A report was received that the patient underwent a replacement of the lead due to high impedances. The splitter was replaced because the physician could not insert it tightly into the newly implanted lead. The patient is reportedly well after the procedure.

Event description:
A report was received that the patient underwent a replacement of the lead due to high impedances. The splitter was replaced because the physician could not insert it tightly into the newly implanted lead. The patient is reportedly well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3400-30, serial: (B)(4), description:30 cm splitter kit.

Manufacturer narrative:
The complaint of high impedance was confirmed. Visual inspection revealed lead was fractured at the retention sleeve. There was also a fractured spacer between proximal contacts #13 and #14. In addition, the setscrew was tightened onto spacer between retention sleeve and proximal contact #16. A pronounced kink was noted at the anchor site. X-ray inspection revealed broken cables 1 cm from where the clik anchor was tightened. These damages were the cause of the reported high impedances.